Event description:
It was reported that the atrial lead had an apparent fracture and impedance was greater than 9,999 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, the outer insulation was kinked/buckled, and all insulation's torn. Also, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.